Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not turn on. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump had a blank display. Battery compartment was damaged. Customer had tried multiple battery's and still will not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display and weak battery alarm noted. No damage on the battery compartment noted during visual inspect. The test battery cap fits and removes properly in the battery compartment.